Event description:
Explant - a pt with med history of congenital mitral regurgitation underwent mitral valve replacement with chordae tendinease, annuloplasty ring and ethibond sutures and in 2000. Pt returned to the hosp with fever and chills on 3/3/2000. An echocardiogram showed no vegetations, however blood cultures were subsequently positive for staphylococcus epldermidis and pt was placed on antiobiotic therapy. On 3/28/2000 pt's sysmptons worsened and in 2000 pt underwent mitral valve replacement using a cryolife 34mm mitral homograft. At operation, vegetations were found on the annuloplasty ring. A gram's stain did not revewal any organisms. The chordae tendineae was ruptured at the anterior leaflet causing the leaflet to flail with resulting in wide open mitral valve insufficiency.